Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Result as follows:" on (B)(6) 2011 inr = 6.0, 4.1, 5.4, and 4.5. On (B)(6) 2011 inr = 4.1. Customer called in after seeing a large amount of imprecision yesterday and today. Yesterday she tested 4x and got the following results: 6.0, 4.1, 5.4, and 4.5. Each test performed on a new finger. She tested again today and got a 4.1. Had tried changing batteries in between, and meter still registered a low battery message (see parent case). Due to imprecision, pt's medication was withheld for an evening. Therapeutic range: 2.0 - 3.0.